Event description:
A nurse noted the PICC, peripherally inserted central catheter line was dangling when the patient was turned over. X-ray confirmed the line had dislodged and was in right axilla instead of superior vena cava. Heparin and ativan were the medications being administered via the line.